Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient called to report a frozen screen and unresponsive buttons. She stated that the insulin pump was also beeping, but she couldn't check for it due to the unresponsive buttons. The time on the screen was not advancing either. Troubleshooting was performed, but the issues were not resolved. Advised the caller that the insulin pump would be replaced. Nothing further was reported.